Event description:
Once we successfully primed the handpiece, the surgeon pressed the foot pedal - no cutting noise was present. The handpiece never activated. Irrigation was advancing, but no motor sound.